Manufacturer narrative:
Insulin pump was received with normal operating currents and passed the error test, self-test, displacement test, rewind, basic occlusion test, prime test and excessive no delivery test however, received motor error alarm during the occlusion test due to faulty force sensor system. Analysis was unable to verify absence of occlusion/no delivery alarm due to motor error alarm. The motor was tested outside the device and passed the motor test. Insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The reporter stated via phone call that the insulin pump had absence of no delivery alarm. The reporter was assisted with troubleshooting. Customer's blood glucose level was around 300mg/dl to 400mg/dl at the time of the incident. The customer treated with insulin pump bolus and shots. The reporter was assisted with performing a high-pressure test. The reporter stated that the insulin pump did not alarm during two high-pressure tests. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.